Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted excess sheeting on the device. Functional clear passage and clamp function testing were performed with no issues noted. Leak testing was performed and found the device had leaked. The reported problem was verified. The cause of the leak was determined to be due to excess sheeting in the weld of the device. The cause of the excess sheeting was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice automated pd set with cassette it was found the device had leaked. There was no patient involvement. No additional information is available.